Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer has a v60 with a touchscreen issue. The customer calibrated the touchscreen, but a few days later, it was out of calibration again. The rse recommended replacing the touchscreen. The customer was provided with the following part ID - touchscreen. The investigation is ongoing.

Manufacturer narrative:
The customer reported that the touchscreen was replaced, and the issue was resolved.